Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance was out of range. All other electrical values were in range. The lead remains implanted and the patient will be monitored.

Event description:
New information received indicates that the high hv lead impedance was observed. The high hv lead impedance could not be reproduced in clinic. No programming changes were made. The patient received no complications.